Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were increased threshold and impedance measurements on this right ventricular (rv) lead one day post-implant. When the measurements were checked the following day, the impedance measurements were greater than 2,000 ohms and there was loss of capture. The rv lead was determined to be microdislodged. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.